Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: DHR review: the complaint gauge is 24g, assembly at auto line 2 in nov 2020, packaging at cfs packing machine in nov 2020, lot quantity is (B)(4). Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. It returned a photo. The fracture surface of the extension tube was smooth and it was flared. The extension tube broke on the second day of indwelling indicates that there was no abnormality in the initial use of the product. The fracture surface of the extension tube was smooth and it was flared. The fracture of the extension tube may occur at the flareout. In the assembly process, the depth of the die and the length of the flares are 100% detected by the vision system. And the process test and outgoing test of this batch of extension tube force meet the requirements. The extension tube may be subjected to force greater than it can withstand and fracture. Force test the 2 retained samples of extension tube, all pass the test. No same complaint was received from the complaint lot. No defective sample was returned, and no abnormal found on process, the extension tube broke on the second day of indwelling, the usage status during the period was unknown, the root cause of damaged of the extension tube cannot be confirmed. The defect is individual case,the plant continues pay attention this type of complaint.

Event description:
It was reported that the bd intima-ii" closed IV catheter system experienced ruptured tubing. The following information was provided by the initial reporter: on (B)(6) 2021, patient in the thoracic surgery department of hospital suffered a rupture of the extended tube on the second day after the 24g indwelling, and the nurse extubated the patient without causing any harm to the patient or others.